Manufacturer narrative:
This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed northridge site per variance 5. Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported falling and stated that the display was cracked. Customer's blood glucose reading at the time of the call was 98 mg/dl. No further info reported.

Manufacturer narrative:
Insulin pump received with physical damage, cracked and bleeding lcd glass, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked end cap, display window missing. Insulin pump was unable to perform the displacement test due to display anomaly.